Event description:
A medtronic representative reported that while in a spine surgery, the surgeon was inaccurate by 4mm lateral. They successfully took a spin and everything seemed to be good. The surgeon used the pak needle for inserting guide wires, and brought the o-arm back in to complete anterior, posterior, and lateral images, at this point, they alleged they were off by 4 mm. The surgeon discontinued the use of the o-arm and completed the procedure. No impact on the patient's outcome was reported.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.